Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad flex connector on lcd board. No failed battery test alarms noted during testing. The device had no cosmetic damage noted.

Event description:
It was reported that the buttons on the insulin pump are unresponsive, as well a failed battery test. Customer's blood glucose level at the time 11.3 mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.